Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r2.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips received a complaint on digitaldiagnost r2.x indicating that trolley is no longer usable, the support of the step cylinder is broken. The use of the device was unknown and there was no harm to the patient or user. The field service engineer (fse) conducted an analysis and identified that the support for the step cylinder was damaged because the customer had broken the mechanical part of the trolley. The fse replaced the standard cylinders, and after performing tests, confirmed that the system was functioning normally. The gas spring was found damaged due to user error. The defective part has been scrapped; therefore, further analysis of the component is not possible. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed by the customer. Updated evaluation results code. Updated evaluation method code grid. Updated conclusion code grid. Updated (device) problem code grid.

Event description:
It was reported that the trolley is no longer usable, the support of the step cylinder is broken. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r2.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips received a complaint on digitaldiagnost r2.x indicating that trolley is no longer usable, the support of the step cylinder is broken. The use of the device was unknown and there was no harm to the patient or user. Investigation in-progress.